Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0u282, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that patient was feeling heat/warmth at implantable neurostimulator (ins) implant site on the right side (recent implant). The patient also felt surgical pain/swelling at the small incision on the left side where the health care provider had to go in to connect the lead to the ins and on the right side where the implant was. The patient indicated that she noticed it the night prior to call while in bed. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.